Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock and presented in-clinic. The right ventricular lead exhibited noise over-sensing, which caused the device to double count and deliver a shock. Programming changes were made to deactivate therapy; further intervention was considered. The patient was in stable condition.

Event description:
New information received noted that right ventricular lead was capped and replaced on 23 mar 2021. The patient was in stable condition.